Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the ipg pocket site. It was noted the site was reddened and slightly inflamed. The physician suggested the patient may have a metal allergy. The physician prescribed a topical pain reliever and will follow up with the patient at a later date. An allergy kit has been issued to the physician.